Event description:
During index procedure, the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted to the ramus intermedius. On the same day the pt suffered a myocardial infarction (mi). The mi was unrelated to the target vessel. The investigator indicated that the reported event was unrelated to the study stent.

Manufacturer narrative:
(B)(4). Eval results: (myocardial infarction).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
The patient had an mi approximately 33 months post index procedure. It was not assessed if event was related to the target vessel or study device. The patient was hospitalized due to the event, mi described as not fatal.

Event description:
Additional information:. The previously reported mi that occurred approximately 33 months post the index procedure has been changed to a respiratory failure and cardiac arrest event. The event was not related to the device and it is reported that the patient recovered.